Event description:
The customer reported that the system will not fluoro. There was a recessed female receptacle on interconnect cable.

Manufacturer narrative:
The ge service rep restored the recessed pin on cable. He replaced the interconnect cable to complete repairs. The system is operating as intended.